Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient noted increased pump powers. The patient's lactate dehydrogenase (ldh) level was 954 u/l at an outside laboratory and upon admission to the hospital the ldh was 1021 u/l. The patient's anticoagulation regimen included aspirin and his inr goal was 2-3. His inr at the time was 2.1. The patient was administered high dose heparin. A ramp study and computed tomography-angiography were completed and both were negative. Integrilin was started in addition to the heparin 5 days after admission. The patient received a pump exchange on (B)(6) 2015 due to a continual increase in ldh and suspected thrombus. The patient was made status 1a for transplant.

Manufacturer narrative:
Approximate age of device: 2 years. The lvad was returned for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: the report of pump thrombus and hemolysis was confirmed based on the evaluation of the returned pump. Upon disassembly of (B)(4), a large thrombus formation was found adhered around the outlet portion of the rotor and outlet bearing cup. The shape of the thrombus as well as the traces of denatured deposition on the outlet bearing ball and outlet stator blades indicate that the thrombus was surrounding the bearing ball and occluding the space between all three blades of the outlet stator prior to the disassembly process. The thrombus lacked laminated layering, which suggests that it did not develop in this location. Although its origins and a duration of time for which it was present in the pump cannot be conclusively determined through this evaluation, the areas of denaturation present on the thrombus as well as the contact marks present on the outlet portion of the rotor and outlet bearing cup indicate that it was present while the pump was operating. Although a root cause for the observed thrombus formation could not be conclusively determined through this evaluation, it was obstructing a large portion of the blood flow path and could have contributed to the reported hemolysis. The thrombus formation around the outlet bearing would have also created additional resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.